Event description:
Lead dislodged post implant. Patient anatomy was difficult during implant so the lead was explanted and replaced with a left bundle lead. Should additional information be received, this report will be updated.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. No additional information is available at the moment. The file is closed. The investigation will be re-opened should additional data become available.